Manufacturer narrative:
(B)(4).

Event description:
The pt was traveling. He experienced withdrawal. Pump interrogation revealed that the pump was empty. The pump was used to deliver fentanyl, dilaudid, and bupivacaine. The pt experienced pain, contractions, and sweating associated with the event. The pump and catheter have been/will be replaced. The pt recovered without sequela.